Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the nc trek rx coronary dilatation catheter instructions for use (IFU) states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. It is undetermined if the deviation of the IFU caused/contributed to the reported material rupture. It is possible that interactions with the anatomy/other devices and/or the deviation of the instructions for use resulted in the reported material rupture; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the right coronary artery (rca). A 3.75x15mm nc trek balloon dilatation catheter (bdc) was prepped (air aspirated) while inside the patient anatomy. The bdc was then advanced without resistance to the target lesion. The balloon was inflated once; however, it ruptured below rate of burst pressure at 12 atmospheres. The bdc was removed without issue. The procedure was successfully completed with another same size nc trek bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.